Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 6784498 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 425cc breast implant was found to be intact. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 445cc mentor memorygel breast implant (right) and a 425cc mentor memorygel breast implant (left) experienced right sided rupture, right sided capsular contracture accompanied by pain, and bilateral ptosis post procedure. The patient went to the emergency room due to the breast pain, and an unspecified imaging examination revealed bilateral rupture. As a result, explant and mastopexy was performed on (B)(6) 2021. The left sided device was found intact upon explant. The right sided device issues were reported initially under 1645337-2021-09948 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.